Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the fiber was discarded by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the laser fiber appeared to have been pulled out of the connector or broke at the connector where it plugs into the laser. The surgeon fired the laser not realizing this and as a result, the laser beam was not focused into the fiber and scattered within the connector causing a fire. This occurred during a therapeutic laser kidney stone procedure. The procedure was completed using the same device and was completed with no delay. There were no reports of patient harm. No user injury was reported. This event includes two (2) reports . Report with patient identifier (B)(6) -laser system model tfl-pls , serial number mduf220396. Report with patient identifier (B)(6)-laser fiber- tfl-fbx200bs, lot kr262883. This report being submitted is for report with patient identifier (B)(6)-laser fiber- tfl-fbx200bs, lot kr262883.